Manufacturer narrative:
MFR received date was missing from the initial submission. The date should have read (B)(4) 2011.

Event description:
Error code 8275, sample presentation error, occurred on an accelerator aps analyzer connected to an architect i2000sr. The accelerator aps was running software version 1.7.1. No other details were provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Investigations have shown a deficiency of the architect system exists in that messages are not processed, but not within the expected time period. The software should be changed to recalculate the time period measured. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. (B)(4) will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. Tracking and trending identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate.